Event description:
A malfunction was reported when a specific malfunction code appeared on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after this action, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue appeared in the future.